Event description:
A report was received that the patient was experiencing pain in the right leg and foot and that the device was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient did not have a new pain. The patient was just not getting relief with the stimulator and underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain in the right leg and foot and that the device was non-functional. The patient will undergo an explant procedure.